Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express escape and down arrow button dome switch. No button error alarmed during testing. No unlocked lcd keypad connector and no unexpected number were scrolling and ramping during testing. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that when he tried to bolus, the down arrow was unresponsive. The customer stated that he pressed the button to enter crabs, and the numbers went up to 90 and kept ramping. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.